Manufacturer narrative:
(B)(4): conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an operative hysteroscopy procedure on (B)(6) 2010. During the procedure, there was a perforation and a bowel burn. A general surgeon was called to perform a laparoscopic repair. Additional info has been requested.